Event description:
It was reported following loop graft declotting procedure, resistance was encountered removing balloon catheter through introducer sheath. Continual removal attempts resulted in catheter shaft breaking and distal segment remaining in introducer sheath. Proximal portion of introducer sheath and catheter were cut and guidwire was inserted through introducer sheath to maintain access. Balloon catheter and introducer sheath were removed without incident. Another balloon catheter was used to successfully complete procedure without pt complications. Device was received, evaluated and retained by this MFR. Engineering eval indicated distal portion of balloon catheter was located inside introducer sheath and measured 3.8 centimeters. Distal portion of introducer sheath and catheter shaft exhibited clean cut edge. Proximal portion of balloon material was missing and not returned for eval. Proximal segment of catheter shaft measured 94 centimeters in length. Proximal end was elongated and kinked. This device displayed characteristics consistent with exertion against resistance, elongated and kinked shaft. It was indicated this device was used in non-indicated procedure, declotting a loop graft, and resistance was encountered upon removal. Co believes above factors contributed to this event. Co's directions for use state: "courier balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of iliac, femoral and renal arteries and for treatment of obstructive lesion of native or synthetic arteriovenous dialysis fistulae... Any use for procedures other than those indicated in these instructions is not recommended... Courier balloon dilatation catheters should be used with caution for procedures involving calcified lesions or synthetic vascular grafts due to abrasive "wither" catheter through introducer sheath or guidwire through catheter, stop and remove products as complete unit to prevent damage to guidewire, catheter, introducer sheath or vessel."